Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Visual inspection of the device revealed contamination. The customer declined service and the device was returned to the customer unrepaired. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed an astral device did not power on. There was no patient harm or serious injury reported as a result of this incident.